Manufacturer narrative:
Faulty hi-lo motor.

Event description:
It was reported by service report that the foot end of the bed will not go up and down. No pt involvement or adverse consequences are reported.